Event description:
It was reported to baxter (B)(4) that one (1) ce intermate sv200 device was discovered with the tubing "disconnected at the end of the intermate" by the patient. This was observed before use. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "the ending part of the tube was disconnected from the intermate" was confirmed. Examination of the sample suggested the tubing had been broken off from the luer (the luer was not returned by the customer with the sample). This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.